Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue 45x45 delivery system. Transseptal was posterior and inferior. Heparin administered, activated clotting time above 300 seconds. The device was implanted successfully per IFU with no recaptures. Appendage was "simple" windsock shape. Patient remained hemodynamically stable throughout. No protamine administered. Approximately 8 hours post-procedure, the patient was experiencing pain. Further investigation revealed cardiac tamponade. Pericardiocentesis was performed which resolved the effusion. The patient was reported to be stable.

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, and pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pain appears to be a cascading effect of the reported cardiac tamponade. However, the root cause of the reported cardiac tamponade could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue 45x45 delivery system. Patient was in sinus rhythm. Transseptal was posterior and inferior. Heparin administered, activated clotting time above 300 seconds. The device was implanted successfully per IFU with no recaptures. Appendage was "simple" windsock shape. Patient remained hemodynamically stable throughout. No protamine administered. Approximately 8 hours post-procedure, the patient was experiencing pain. Further investigation revealed cardiac tamponade from localized pericardial effusion. The effusion was very thin, only a few millimeters. Pericardiocentesis was performed which resolved the effusion. The patient was reported to be stable. Pericardial effusion was noted at atrial septum. Patient was not taking anticoagulant or antiplatelet medication before or after the procedure.